Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp and an impella rp device for mechanical circulatory support. After just 11 hours the impella rp was explanted due to optical signal issues. The cp remains on support and ECMO was added with rp explant. The patient has survived the rp signal issues.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not returned for evaluation. Data logs were reviewed were found that the placement signal was drifting with false drift in the flow rate. There were no motor current spikes observed. Therefore, the root cause of the placement signal issue was sensor drift.